Event description:
The customer contact reported a delivery accuracy "problem." No specific pump programming was provided. There were no reports of any adverse pt events while the device was in clinical use. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
Upon receipt of the device, testing and investigation could not be performed due to device damage. Repairing the device would affect testing results; therefore, further testing could not be performed.